Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported part of locking mechanism from handle broke, making it difficult for surgeon to lock in place. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot: k0aer and 21 excluding 4203002 were accepted into final stock on 11/02/2017. A review of qt 17-11-0002 revealed that s/n: (B)(6) was rejected for motor speed audibly ramps up and down continuously without interruption. This unit were re-inspected and were accepted into final stock on 09/20/2018. Complaint history review: a review of complaints related to p/n: 209063, s/n: (B)(6) in prodex lot: k0aer shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Part of locking mechanism from handle broke, making it difficult for surgeon to lock in place. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Part of locking mechanism from handle broke, making it difficult for surgeon to lock in place. Case type: tka.